Event description:
It was reported that the patient went to the hospital due to their device not putting out oxygen. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since zeolite is found contaminated, which possibly caused when it absorbs the moisture. No accessories were received with the unit.